Manufacturer narrative:
(B)(4). Twelve (12) cartridges of catalog number 544230 hemolok ml clips 6/cart 84/box were received not used, closed in original package, lot # 73m1400155 was confirmed with samples received. During visual inspection components looked well assembled, clips undamaged. Functional inspection: the 12 cartridges were opened to review the condition of the clips; posts & hinge with microscope and all clips were observed in good condition (undamaged). Then clips were loaded manually in cartridge to perform the functional inspection. Seventy-two hem-o-lok clips were loaded into the clip applier p/n 544171, batch # 04e0800117-020, which closed properly/correctly into the clip applier, no quality issues were found. Samples received did not confirm the defect reported by the customer clip fell into patient. In addition, a functional inspection was performed with clips received (12 cartridge; 72 clips), the devices worked properly. Therefore, a corrective action is not required at this time.

Event description:
Alleged event: a clip dropped from the applier and fell into the patient's body. The clip was retrieved. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history record review for the product hemolok ml clips 6/cart 84/box, lot number 73m1400155 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: a clip dropped from the applier and fell into the patient's body. The clip was retrieved. The patient's condition was reported as fine.